Event description:
(B)(6). According to the information received, a urine beg has blocked urineflow. The urine is blocked at the top of the bag and into the inlet tube.

Event description:
Customer reportedly received results of 171 mg/dl and 89 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.